Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the provisional was discovered to be broken while assembling after sterilization.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Tasp returned and visual and dimensional inspection performed. Dimension taken is within specifications; item is fractured and has some type of cosmetic damage. Fracture happened after spd process and tasp assembly and there is no information to clarify if instruction follows during the assembly process. DHR was reviewed and no discrepancies were found. The root cause is considered to be a previously addressed design issue. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.